Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was a crack in the insulin pump's casing. Customer stated the insulin pump was pressed a part during a prime. The customer's blood glucose was unknown. Customer did not find any issues with the drive support cap. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with minor scratches on the display window, broken battery tube threads, and a cracked reservoir tube lip.